Manufacturer narrative:
Unable to perform displacement test due to detached retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to detached retainer. Pump received with cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was gone and crack at back of insulin pump. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.